Manufacturer narrative:
Blocks d9 & h3: the omniwire was returned for evaluation. Block h3: visual inspection found no unusual characteristics of the device. During functional testing, the wire passed the drift test; however, failed the signal/zero test and offset test due to pd values out of the specification limits. Block h6: the probable cause of the inaccurate pd values is due to a malfunction of the pressure sensor. Manipulation and strain on the wire can cause damage to internal components and can result in the reported failure. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a2-a6: no information available. Blocks b6 & b7: no information available. Block c: not applicable for this device. Blocks d6 & d7: not applicable for this device. Blocks h3 & h6: the omniwire was not returned, thus no product investigation was performed. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an omniwire was used in a coronary procedure in the proximal lad. During use, the wire was recognized by the system but drift was experienced. The procedure was aborted and rescheduled for a later. No patient injury was reported. This product problem is being reported because the omniwire could not be used; resulting in a potential for harm due to the delay of the procedure.